Event description:
Patient came to blood donor facility to donate blood, was tested routinely, and passed as able to donate. One pint blood was taken. Patient became ill and experienced weakness, dizziness, and nausea. Donor was taken by ambulance to the hospital and was released two days later. The donor hematocrit performed in hospital was found to be low. Blood donor lab retested unit of donated blood using same lot of copper sulfate solution as previously used. This test also gave low unacceptable reading. Both initial qc and retests by lab on the lot of copper sulfate solution showed it to be within specifications. Blood donor facility found no problems with use of the lot of solution in other patient tests. It was concluded by both user facility and manufacturer that there was no defect in the copper sulfate solution used in the testing of the patient. It is unlikely that the copper sulfate solution contributed to the adverse event. It is possible that a user error occurred in handling of the portion of the solution used, the patient sample, or the evaluation of the test result.